Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient to the physician that the implantable pulse generator (ipg) "dislocated" on their chest and the patient experienced neurogenic pain at the ipg site. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no intervention had taken place or was planned and no patient symptoms were reported.